Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a faulty sensor. It was reported that the needle breaks when inserted into serter, and some have no electrodes. It was reported that the customer was advised that replacements would be sent out. No further information provided.

Manufacturer narrative:
Reliability analysis inspected six opened/used enlite sensors and found one of the six sensors retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. No broken or missing parts were observed during analysis. Checked the introducer needle for burrs/hooks and dull needle tip defects and none where found. The introducer needle passed per specifications.